Manufacturer narrative:
One device was evaluated. Under a visual inspection it can be confirmed that the received sample has a missing print on unit packs. Functional testing was not performed. The root cause was unknown. No further action taken. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that there was no label on the individual package. There was no patient involvement, and no patient harm/adverse event reported.